Event description:
It was reported that the right atrial lead became dislodged and tracked back through the right atrial suture sleeve. The lead was coiled behind the device. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation was breached cut and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.